Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual evaluation showed the anchors and sutures were not returned. Device one shows the insertion tube is slightly bent. The inner driver appears to be fully extended since the cleat is protruding from the end of the handle and the suture spool has almost been pulled out. Device two shows the inner driver appears to be fully extended since the cleat is protruding from the end of the handle. No other deficiencies are visible. A material assessment could not be performed due to the sutures not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that a certificate of analysis is required with each shipment. Suture diameter & knot pull suture strength are verified. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include: (1) excessive force (2) incorrect suture loading. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, two (2) q-fix anchor failed in the same way, were deployed properly and were implanted into the patient. The surgeon tied a knot, inserted the knot pusher, pulled back on the suture to tighten the knot and the suture broke just above the level of the knot. The surgeon tried to break the suture tails outside of the patient and was unable. The procedure was completed with a smith and nephew backup device, with non-significant delay. No further complication were reported.